Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -08.50/+1.0/081 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced on (B)(6) 2021 with a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -08.50/+1.0/081 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced on (B)(6) 2021 with a shorter lens and the problem was resolved. Cause of the event was unknown.